Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was duplicated, and the cause of the issue was found to be a defective printed wire assembly (pwa) board. The pwa board was replaced to fix the issue.

Event description:
The device was returned because it was reported that the device had a red screen and an error message 45639 and it was found out during testing. The results of the investigation confirmed the error message.